Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The reporter stated that they were unable to access historical pt data from the device for one pt. There was no report of any adverse event or adverse pt impact, and there was no report of loss of real-time centralized pt monitoring.